Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint; the unit had a 15lpm leak from a broken sodasorb canister. The sodasorb canister was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit had a large leak and would not ventilate. There was no report of patient involvement.